Event description:
Received information stating that customer was unable to complete load cartridge process.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted. T:slim user guide indicates to follow the correct loading procedure when loading a new cartridge, the customer did not follow the prompts when loading a cartridge.